Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room on (B)(6) 2018 with fever, chills and pain at ipg site. The patient was admitted to the hospital due to infection at ipg site. As a result, the ipg was explanted. The physician prescribed five days of intravenous (IV) antibiotics before transitioning the patient to oral antibiotics. The infection was resolved.